Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: delta v-40 ceramic head 28/4; cat# 6570-0-028 ; lot# 70446801. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Not available.

Event description:
It was reported through the submission of a revision implant sheet that the patient's left hip was revised with note "no information will be released due to hospital policy." A biolox head and adm/ mdm insert were revised to implants of the same catalog numbers.